Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know why would the 8100 will not pass the air in line sensor test. Failure device type: failure problem type: failure mode: case resolution: equipment needed\ I explain to the customer that he may need to check the shears on the door latch. I also explain to the customer that unhooking the module and reconnecting it sometime fix the issues as well. The customer said that he would try what I recommended and if he has any more problems that he would call back. I said ok and the call was ended.